Manufacturer narrative:
An additional lot number was reported (lot #m020075). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced resistance when filling multiple cartridges. A new cartridge was successfully filled to address the event. There was no reported impact to the customer's blood glucose level.